Event description:
Baxter svc ctr in reports leak in cassette of homechoice set during use of automated dialysis therapy. Leak was identified by svc ctr when moisture was noted in pneumatic area of returned chomechoice device. No pt injury was reported at time of device return.